Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. It was also reported the left ventricular (lv) lead dislodged and there was increased threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.